Event description:
Device back of base unit is melted. Customer stated it seems as if something spilled on device. Customer believes base has never been cleaned. No treatment. A request was made for return product and replacement product was sent.